Event description:
Information was received from a consumer with an implantable neurostimulator (ins). It was reported that the patient was in pain and that it "hurts so bad!". The troubleshooting, diagnostics and actions performed were unknown. The event outcome was also unknown. Additional information was received from the consumer reporting the patient first started experiencing pain on (B)(6) 2001. The patient experienced extreme back pain and surgery did not help. The steps taken to resolve the pain was the doctor wanted more surgery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported their device remained implanted at the time of follow-up and that they had been discussing with their physician the pros and cons of having their device explanted. It was unknown whether any troubleshooting had been performed, if any symptoms were experienced, or what the event outcome was. No further complications were reported or anticipated.